Event description:
Contact lens fragmented in eye. One part came out two days earlier (2007), other part thought to have fallen out and lost. Finally came out three days later. Wearer has been using this brand for several years, and on several occasions has had defective lots (buys 4 boxes at a time).